Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at approximately 3:00 in the morning, the dexcom "receiver" and mobile gave an alert 2 days after the sensor had been put on the arm. The patient uses tandem tslim in modified closed loop. When the patient checked their receiver, it was reading low. She was very disoriented and could not think properly. The patient was vomiting and dizzy during this time. She slept without taking any treatment. There was no mention if the bg was checked during this time. When she woke up at 6 in the morning, the dexcom display devices were still reading low. She took a fingerstick and it was 566mgdl. The patient gave herself insulin and went to the hospital. The nurse took fingerstick and it was 390mgdl while dexcom screens were still reading low. The patient was given insulin and the wearable was remove in the hospital. At 10:00 in the morning, she was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At 6 in the morning, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.